Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that they were attempting to place a intra-aortic balloon (iab) catheter femorally when the catheter would not insert or advance past the spring wire guide (swg). The sheath and the swg were not exchanged on the second attempt. The physician chose to not use an iab catheter after the second attempt. The patient's vessel was reported to be normal. There were not patient complications reported. Reference MDR #1219856-2010-00287 for the second report.